Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter name unknown / not provided.

Event description:
Doctor reported that implant was removed due to infection and peri-implantitis. Sequestrectomy was performed and streptococcus was diagnosed with laboratory analysis.